Manufacturer narrative:
MDR was submitted by mistake as it is a duplicate for MDR# 9610617-2024-00469 for interenal case ID (B)(4). Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the endoscope image froze during a robotic laparoscopic inguinal hernia procedure, when the surgeon was dissecting tissue. The issue was resolved after a few seconds. No harm to patient, user or third occurred.